Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine results from the cobas 8000 c702 module. Sample 1: the initial result was 182 mol/l and the repeat result was 82 mol/l. Sample 2: the initial result was 143 mol/l and the repeat result was 78 mol/l. Sample 3: the initial result was 111 mol/l and the repeat result was 53 mol/l.

Manufacturer narrative:
The field service engineer replaced several valves in the detergent supply line and both tubes to the detergent bottles. Afterward, he confirmed the analyzer worked within specifications. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer received an additional questionable creatinine result from the cobas 8000 c702 module. The initial result was 162 umol/l and the repeat result was 95 umol/l. The investigation is ongoing.